Event description:
The customer reported that the system up and would not fully boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue would not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.